Event description:
The ventilator stopped operating according to specification while changing the pt's position. The ventilator was taken out of service and investigated by a hospital engineer. There was no pt injury.

Manufacturer narrative:
The servo 300 ventilator was found to operate according to specification. The problem was caused by condensation in the breathing circuit that accumulated in the servo guard filter whilst changing the patient's position. This caused an increased resistance in the filter and the experienced problem with the ventilation. When the filter was dried out and tested again, no failure was found. According to the servo guard user's manual the expiratory airway pressure must be carefully monitored and the filter discarded or the water trap emptied when necessary.